Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient passed away. The ablation procedure was completed successfully using ice visualization and under the care of an anesthesiologist. During the procedure 61 ablations were performed across the pulmonary veins and posterior wall. The patient was in good condition at the end of the procedure; however, approximately 30 minutes later the patient deteriorated. Their blood pressure dropped, there was a significant decrease in their hemoglobin, and they entered cardiac arrest. Coronary angiography was performed with no findings, additionally it had been noted there was no fluid in the pericardium at the end of the procedure either. The patient was given 2 units of blood and resuscitation was performed using a lucas chest compression system which were ultimately unsuccessful. At the time of the patient's death no source of bleeding had been identified.